Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. The patient experienced low vaulting. On (B)(6) 2024 the lens was explanted, and on this same date a replacement lens of longer length was implanted and the problem was resolved. The cause of the event was reported as unknown.